Event description:
It was reported that during a radical cystectomy procedure, the surgeon tried to fire the instrument, but it would not fire. The firing trigger was stuck to the closing trigger. Surgery was prolonged two minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/27/2009. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.